Manufacturer narrative:
(B)(4).

Event description:
It was reported by the doctor that the iunihg abutment screw fractured.

Manufacturer narrative:
The certain gold-tite hexed screw was returned for inspection. The screw was fractured at the top of the threaded region. The drive feature is worn but functional and contain additional debris. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: documents reviewed: biomet 3i restorative manual instrm rev c 09/16. Information identified: the biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of certain gold-tite hexed screws, it is recommended to torque at 20ncm. Complaint indicates screw fracture. The alleged event was confirmed following inspection. A definitive root cause for the complaint could not be determined. Device evaluated by manufacturer: change "no" to "yes".